Event description:
E was initially received via regulatory authority (FDA, reference number: mw5079035) on 20-aug-2018. This spontaneous case was reported by a regulatory authority and describes the occurrence of device related sepsis ("became septic from the essure coils") and pelvic pain ("pain/ pain on the side") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device related sepsis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria hospitalization, disability, life threatening and intervention required), abdominal distension ("severe swelling in her abdomen"), pain in extremity ("pain on the sides and legs"), infection ("infections") with pyrexia, weight increased ("weight gain"), alopecia ("hair loss"), depression ("depression"), menorrhagia ("heavy periods") and abdominal pain upper ("stomach pain"). The patient was treated with surgery. Essure was removed on (B)(6) 2009. At the time of the report, the device related sepsis, pelvic pain, abdominal distension, pain in extremity, infection, weight increased, alopecia, depression, menorrhagia and abdominal pain upper outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, alopecia, depression, device related sepsis, infection, menorrhagia, pain in extremity, pelvic pain and weight increased to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: mw5079035) on 20-aug-2018. The most recent information was received on 13-nov-2018. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a regulatory authority and describes the occurrence of device related sepsis ("became septic from the essure coils") and pelvic pain ("pain/ pain on the side") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device related sepsis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria hospitalization, disability, life threatening and intervention required), abdominal distension ("severe swelling in her abdomen"), pain in extremity ("pain on the sides and legs"), infection ("infections") with pyrexia, weight increased ("weight gain"), alopecia ("hair loss"), depression ("depression"), menorrhagia ("heavy periods") and abdominal pain upper ("stomach pain"). The patient was treated with surgery. Essure was removed on (B)(6) 2009. At the time of the report, the device related sepsis, pelvic pain, abdominal distension, pain in extremity, infection, weight increased, alopecia, depression, menorrhagia and abdominal pain upper outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, alopecia, depression, device related sepsis, infection, menorrhagia, pain in extremity, pelvic pain and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2018: quality-safety evaluation of product technical complaint. Incident- no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.